Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/v (B)(4). Pump passed the displacement test. Pump received with broken battery tube threads, cracked lcd window, cracked reservoir tube lip, cracked case display window corner, missing end cap sticker and cracked case reservoir tube window corner. The p-cap locks into the reservoir compartment properly noted.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.